Event description:
It was reported that shortly after the implant of this right atrial (ra) lead, x-ray examination confirmed that the lead had dislodged. The physician decided to revise this lead. The lead remains in service. No additional adverse

Event description:
It was reported that shortly after the implant of this right atrial (ra) lead, x-ray examination confirmed that the lead had dislodged. The physician decided to revise this lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to section a: patient information.